Manufacturer narrative:
The manufacturer previously reported a ventilator failed to deliver adequate flow and the patient's co2 level increased. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. A failure of the device's active exhalation control module was observed due to the overhead blower filter being clogged. The device's active exhalation control module and overhead blower filter were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to deliver adequate flow and the patient's co2 level increased. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.